Event description:
Rn was changing drip syringes. Went to change fentanyl drip syringe and the tip of the syringe got stuck in the new 1.7 ml IV tubing and broke off. Did not twist it any harder than usual. Could not retrieve the tip out of the tubing so a whole new tubing set up had to be made.